Event description:
End user hosp reported experiencing difficulty aspirating the sheath. Clotting was discovered. Physician flushed routinely with heparinized saline. There was no patient injury. Two unused samples of sheaths from the same lot to be returned.